Event description:
It was reported that the peripherally inserted central catheter (part p1pic1.4-c, lot 210456) was removed from the patient on (B)(6) 2022. At the time of removal, the catheter was documented to have been removed in total, however, an x-ray performed on (B)(6) 2022 revealed a 6cm portion of a catheter remained in the patient. Surgical removal of the remaining portion was performed on (B)(6) 2022. During the procedure, 5cm of a 6cm length was removed, leaving 1cm in the patient.

Manufacturer narrative:
Investigation included reviewing device history records and information from the user facility. The investigation indicated no evidence of manufacturing related issues that could have contributed to the event.